Manufacturer narrative:
Suspect samples from the following lots were received by sheffield pharmaceuticals: 71130, 70724, 70921.

Event description:
Consumer stated that they had been using the product for 50 years. They were recently using the newer version and experienced muscle spasms. She also stated that the product made her gums swell. No medical attention was sought for this condition.